Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The moderately tortuous, severely calcified and 80% stenosed target lesion was located in the left common iliac artery (cia). A contralateral approach was used to access the target lesion. A 10 x 40 x 75 epic¿ vascular stent was selected for implantation. After pre dilatation using a balloon was completed, the stent was placed in the cia. When trying to place in the iliac ostium part, stent shortening occurred. It was noted that slight resistance was encountered during insertion of the epic. The procedure was completed with another of the same device. The area was dilated and the procedure was finished. There were no patient complications reported and the patient¿s status was reported as not bad.